Event description:
A malfunction alarm was reported, indicating a problem with the pump that could not be reset. There was no adverse impact on the customer¿s blood glucose level, remaining within the normal range. The customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy and was shipped a replacement pump with updated software. Instructions were provided on placing the faulty pump in storage mode and returning it to tandem. The customer acknowledged understanding the instructions and was informed about the steps to take upon receiving the replacement pump.